Event description:
The mother of the patient reported that the patient's infusion tubings are breaking at the luer connection. She stated that the first incident occurred in 2007, and the patient woke up sick with a stomach ache and ketones. His blood glucose measured 23.4 mmol/l/ (421 mg/dl). His blood glucose then elevated to 27.3 mmol/l (491 mg/dl) and they found the infusion tubing had partially separated. The patient changed the tubing and took an insulin injection to lower his blood glucose. Two days later, the patient woke up with blood glucose of 28.9 mmol/l (520 mg/dl) and the infusion tubing was completely separated. The patient changed the infusion tubing and took an insulin injection to lower his blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.